Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3: patient sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d4: lot number: requested, unknown, d4: expiration date: unknown due to unknown lot number, d4: UDI: unknown due to unknown lot number, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: cath lab manager, h4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the tr band was placed on a patient, air was injected as normal and within a couple minutes, there was no air remaining and the patient was bleeding. This was not a slow leak. There was 13cc of air in the band. When moving the patient off the table, the patient was bleeding and there was no air left in the band. The band was replaced and fine. Patient was in stable condition. The procedure outcome was completed successfully. There were no other devices or equipment used with the reported product. Additional information was received on 11july2023: the procedure prior to use with tr-band was a heart catheterization. A sheath for access and an additional tr band was used. The estimated blood loss was less than 250cc. No noticeable damage to the device.